Event description:
Information received by medtronic indicated that guardian application was unresponsive. Troubleshooting was performed but unable to connect and issue was not resolved by force closing and re-launching the application. No harm requiring medical intervention was reported. The customer will continue to use the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.